Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, universal surgical manipulator (usm) 1 patient clearance button was unresponsive. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed error 25745 in the logs pointing to the patient clearance button issue on usm 1. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in house testing. The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it triggered error 25745. The usm was also tested on a patient side cart fixture test platform (pftp) where it failed insertion button test on tornado down. Aba (applied behavior analysis) troubleshooting was performed with an in-house axes controller spar button board 3 (acsb3) installed and unit passed. Fluid intrusion was found on the acsb3 during visual inspection. The probable root cause is attributed to fluid intrusion on the acsb3 in the usm.